Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor falied incoming testing. Upon evaluation, the monitor belt receptacle was pulled from the monitor case, damaging the j1001 connector. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll indicating that a patient's monitor was producing a service code 204.